Manufacturer narrative:
The products were not returned for examination. The investigation could not draw any conclusions about the reported pt pain based on the lack of the product to examine and insufficient info. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain.